Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon leak was observed. The patient was undergoing treatment of a fistula in the wrist. The 2cm peripheral cutting balloon was advanced. During an unspecified inflation to 6atms, the balloon was observed to be leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a circumferential tear in the balloon and a cracked blade.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: visual examination of the returned device identified evidence of a leak with solidified blood present in the inflation lumen. Microscopic examination identified a circumferential tear in the mid balloon approximately 1cm proximal from the distal end of a blade. The tear appears to have been caused by the blade which was cracked in the same location. There was no damage observed to the remaining blades; all blades were present and fully bonded to the balloon surface. A shaft kink was present 59mm from the catheter strain relief. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the product was used past its expiration date. The dfu states to "use the catheter prior to the "use by" date specified on the package." (B)(4).